Manufacturer narrative:
(B)(4). Batch # n53n82. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a hemorrhoidectomy procedure the device did not fire normally. Some of the staples in the staple line were malformed. The procedure was completed using interrupted sutures. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch# n53n82. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.